Manufacturer narrative:
The suspect medical device was not returned for evaluation. A photograph was provided by the account. The complaint is confirmed but the root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.

Event description:
The account alleges that there was a defect in the packaging processes resulting in incomplete sterilization of the contents. The defect was identified during preparations for a medical procedure. No patient interaction or injury to report.